Event description:
It was reported that the cylinders of this inflatable penile prosthesis were not inflating. A revision surgery was performed and fluid loss due to a pump tubing break was noted. The device was explanted. No patient complications were reported.